Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a cerebrospinal fluid leak and headache while undergoing a trial lead implant procedure. The trial was abandoned. The patient reportedly has chronic headaches and it is undetermined if the headache following the procedure was from the procedure or one of the patient's normal headaches.